Manufacturer narrative:
Manufacturer's investigation conclusion: this investigation was opened to address a controller exchange from an unknown controller to controller, serial number (B)(6). Provided information stated that serial number (B)(6) was incorrectly reported when providing the controller information; therefore, it was determined that the patient did not acquire controller (B)(6) and that the reported controller exchange did not occur. Review of the device history records was not required as it was determined that a controller exchange did not occur. This file was opened due inaccurate information being reported. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that revealed the patient did not acquire re-used controller (B)(6). The serial number was incorrectly reported, indicating the unknown controller exchange reported on this event did not occur.

Event description:
The event date is unknown. It was reported that the patient had a controller exchange for unknown reasons.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller exchange was not confirmed. Multiple requests for additional information were made to determine the date of the controller exchange, the reason for the controller exchange and the product status of the exchanged controller; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Device history records of the heartmate 3 system controller could not be reviewed as the serial number is unknown. Heartmate 3 patient handbook (rev. D) section 2, entitled "how your heart pump works", instructs the user to not attempt to change your system controller without having a trained, competent caregiver at your side to assist. This section also instructs to follow all alarm instructions and to call the hospital prior to exchanging the system controller. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.